Event description:
When the balloon catheter was inserted, the balloon would not wedge and upon removal of the catheter, it was noted that the balloon was inverted, and appeared to have leaked. There were no pt complications.